Manufacturer narrative:
On 11/05/2021 new information was received from the reporter stating the bristles easily fall out of the toothbrush. Otherwise, no new additional information was provided. Without the returned product, photographs or lot information, the specific root cause for bristle disengagement could not be determined.

Event description:
Report received that toothbrushes were falling apart. The reporter stated that the toothbrush from sage #6004 independent care kit is falling apart and staff are having to open a new kit for a new toothbrush. No samples, lot information, or photographs were provided. Although several attempts were made to obtain additional information, reporter has not responded. 11/05/2021- reporter provided additional information stating the bristles of the toothbrush fall out easily. Reporter did not provide any further information.

Manufacturer narrative:
UDI-di was inadvertently omitted in previous submission.

Event description:
Report received that toothbrushes were falling apart. The reporter stated that the toothbrush from sage #6004 independent care kit is falling apart and staff are having to open a new kit for a new toothbrush. No samples, lot information, or photographs were provided. Although several attempts were made to obtain additional information, reporter has not responded. 11/05/2021- reporter provided additional information stating the bristles of the toothbrush fall out easily. Reporter did not provide any further information.

Manufacturer narrative:
Reporter did not provide involved device or photographs of the device, therefore a visual inspection could not be completed. A product history review could not be performed because the lot information of the affected material was not provided. Without lot information or more information as to what was falling apart on the toothbrush, a root cause could not be determined.

Event description:
Report received that toothbrushes were falling apart. The reporter stated that the toothbrush from sage #6004 independent care kit is falling apart and staff are having to open a new kit for a new toothbrush. No samples, lot information, or photographs were provided. Although several attempts were made to obtain additional information, reporter has not responded.